Event description:
The patient reportedly experience intermittency followed by loss of lock between the external equipment and the cochlear implant. The external equipment was exchanged and programming changes were made. Additional testing showed that the device lock was intermittent. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.